Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a vicm5 12.1, -10.0 diopter, implantable collamer lens tore/broke during loading. A backup lens was implanted intraoperatively on (B)(6) 2023 and this resolved the problem.